Event description:
The patient reportedly woke up feeling ill and then checked blood glucose using the suspect device. Patient obtained a result in the 100's mg/dl. About two hours later patient was still feeling ill and passed out. Patient blood glucose was checked by a nurse and the level was 19 mg/dl. Patient was taken to the hospital and treated for hypoglycemia with an IV, juice and liquid glucose. Glucose control solutions were not used on the system. The user had also not coded the suspect device correctly to the lot number of strips in use. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.